Event description:
On 21st october 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye the lens optic was observed to be cracked necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens optic was observed to be cracked. The iol was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone emv rao200e batch 044240722 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 044240722. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in a blister tray; lens was placed in a saline filled pouch. Preliminary inspection of the returned injector showed that movable flaps were slightly open (no issues occurred when attempting to close them), and the plunger was pushed in. Provided lens was inspected under x10 magnification and was found to be in several pieces, possibly due to explantation that took place. Following the full injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was slightly bent. There were visible traces of ovd residue inside the chamber. The injector was re-assembled, and 1x rayone aspheric rao600c +22.00 d from rayner's stock was prepared and injected in accordance with the IFU. The injection was successful; no issues occurred during this process. Product return inspection performed confirms the event as reported. From the product return inspection and testing performed we conclude that user error of advancing the plunger before completion of movable flaps closure procedure is the most likely/ contributory factor to unsuccessful delivery of the lens in this case. Results of injector testing confirm that the device performs as per design.

Event description:
On 21st october 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye the lens optic was observed to be cracked necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens optic was observed to be cracked. The iol was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone emv rao200e batch 044240722 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 044240722. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.